Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the procedure was being performed in the neuro intensive care unit. The fellow was attempting to place the central venous catheter (cvc) femorally when the drape broke away too early and with little force. This caused the pt's penis to fall into the sterile field. As a result, a second kit was opened and the new catheter was placed successfully. It is unk if there was a delay in treatment and no pt death. The pt later contracted an infection. The hospital is not insinuating that the break in the barrier caused the infection. But just that it is a possibility. The pt is septic.